Event description:
It was reported that a pt underwent a surgical procedure on an unk date and suture was used. The pt experienced an unspecified injury following the procedure. No additional info was provided.

Manufacturer narrative:
(B)(4): unspecified injury occurred. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.